Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that multiple ports did not seem bright enough prior to a surgical procedure. The auxiliary illuminator ports were used to initiate the procedure. There was no patient involvement.

Manufacturer narrative:
Additional information: the system was examined. The company representative was unable to replicate any issue related to the reported event. The system was tested and found to meet product specifications. The system was manufactured on november 23, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).